Event description:
The MFR received info of a golox oxygen device leaking liquid oxygen, allegedly causing redness to the customer's hand. The customer did not require any medical treatment. The device has yet to be returned to the MFR for eval. A f/u report will be submitted when the investigation is complete.